Event description:
Had lasik surgery done on both eyes and now have an increased number of floaters in field of vision of both eyes. Had retinal images taken by optometrist and was told there are no posterior vitreous detachments but the floaters should be observed in the future for preventative measures. (B)(6).